Manufacturer narrative:
(B)(4). D10: medical product: tibia trabecular metal two-peg porous fixed bearing right size f: catalog#42530007502, lot#66974226; femur trabecular metal cruciate retaining (cr) standard porous: catalog#42502806602, lot#66704666; nexgenâ® complete knee solution, trabecular metalâ¿¢ standard primary patella: catalog#00587806532, lot#66053884. G2: foreign: australia. Visual examination of the provided picture identified a used articular surface with visible traces of blood. Device history record was reviewed and no discrepancies related to the reported event were found. X-rays were provided and reviewed by a third party. Imaging analysis states that the right knee arthroplasty is anatomically aligned with no evidence of implant loosening, wear, radiolucency, or malalignment. Surgical screws are present at the proximal tibia. Bone quality appears osteopenic. No anatomical or implant failures were identified that would lead to revision. Regarding the reported infection, investigation results concluded that the root cause of the reported event is attributed to non-device related factors as the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. Regarding the reported fall and instability, root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately four (4) weeks post-implantation, the patient underwent a debridement and articular surface exchange due to infection. It was also noted that the patient had a known fall one (1) week post-implantation and the surgeon upsized the bearing as the knee was a little loose in flexion. It was reported that all available information has been provided.